Event description:
It was reported the drain during the procedure. Reporter states that the drain broke at the trocar during initial surgical placement. Surgeon removed device from the surgical field and continued procedure with a replacement drain. There are no reported adverse pt consequences related to the event.